Manufacturer narrative:
Image analysis conclusion: the reported stent deformation was confirmed on the reviewed imaging; however, the cause of the event could not be conclusively determined. Post-implant cts and documentation of the precise moment of deployment were not available. Comprehensive evaluation of the infrarenal neck anatomy was not possible due to the lack of pre-implant cts and limited procedural imaging, which was restricted to anteroposterior (a-p) projection and was of suboptimal image quality. Although it could not be fully confirmed, the deformation observed may represent stent graft infolding. Analysis of the returned films did not reveal evidence of endoleaks or stent fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enbf3616c145ee stent graft was implanted during the endovascular treatment of a 45mm aaa. It was reported that after the main body was deployed, imaging showed that the straight part of the main body was less than 50mm, and it seemed that it was divided into two channels, left and right, starting from the near end. It was noted that based on imaging, the customer felt they could essentially rule out a "creasing inward" of the stent graft as the specifics are unknown as to the reason for the division into two channels. Ballooning was performed using a reliant balloon but the stent graft could not be expanded. There was no decrease in blood flow. No endoleak was observed. Per the physician the cause of the event was internal structural issues of the stent graft. No additional clinical sequalae were provided and the patient will be monitored.